Event description:
It was reported that a patient experienced tachycardia beginning the day of implantation, prior to the initiation of stimulation. It was reported that the tachycardia is mild and continuous. Medication was added as treatment.